Event description:
It was reported that when the devices were used during a laparoscopic gastric bypass procedure, the physician used multiple staplers to close the otomy created in stomach for anvil head. All attempts resulted in cutting with no staple formation. The case was converted to open gastric bypass, with a two hour delay while the pouch was handsewn. Pt consequences are unknown at this time.